Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/layperson informed a customer care associate (cca) in 2007 that her onetouch ultra meter powers off before the meter has completed its countdown. She reportedly was treated in the hosp for hyperglycemia due to the inability to obtain a result on the meter. Since the pt has not returned the medical affairs specialist's two calls, the complaint has been classified based on the info given to the cca. A letter will be sent. Product was replaced by the cca. Two weeks earlier, the pt was unable to obtain a blood glucose result while having 'a headache, blurry vision, and a sweet taste in her mouth.' Because she was feeling unwell, she saw her physician the same day where her blood glucose on the office meter was "420." He admitted her directly from the office to the hosp where she again was tested. Because the hospital's meter "wouldn't give a reading because it was higher than 400 or something", a venous draw was done. The result was not provided or possibly known. She was treated with two glucophage and two glucotrol tablets; 4 units of insulin given twice with type not provided; and 15 units of lantus that night. She possibly is not on a daily insulin regime, stating to the cca "I don't usually take insulin." The next day, she was released. The pt alleged she was unable to obtain a result on her meter and was later admitted to the hosp for hyperglycemia. Therefore, this complaint is considered to be an adverse event.